Event description:
On (B)(6) 2015, while rotablating a heavily calcified lad, a perforation was noted. The rotablator equipment was removed and a 20 x 20 coronary balloon was inserted and inflated for 5 minutes. The balloon was deflated and removed and a 2.8 x 19 graftmaster stent was inserted and deployed with coverage of the perforation successful. During the placement of the graftmaster stent, a large diagonal vessel was closed causing reinfarction. Despite aggressive medical treatment the pt developed shock and condition continued to deteriorate and expired on (B)(6) 2015.